Manufacturer narrative:
Conclusion: according to the limited information received from the field, the reported symptoms seem to be related to an inappropriate coupling of the fmt to the round window. A revision surgery was taken out, to re-position the fmt, successfully. The patient was satisfied with the outcome of the surgery. This is a final report.

Event description:
The patient was not able to have adequate benefit from the vibrant soundbridge device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to have adequate benefit from the vibrant soundbridge device. There are no audio processor defects and the device has full integrity. The patient will visit his clinic for further diagnostic testing.